Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pj2876, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle when sewing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/16/2020 additional h3 investigation summary: it was performance pull off - suture needle. A suture piece and detached needle of product code vcp310, returned for evaluation. During the visual inspection of a detached needle, an incorrect swage was noted, since the marks of the swage area was misaligned (one stake near of the suture) and consequently, a needle pull of defect caused. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the samples condition, the assignable cause of the performance pull off - suture needle is an incorrect swage.